Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports screw is not moving as intended. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. Customer reports: inaccurate dose log and screw is not moving as intended per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. However, severe dust and debris noted during visual inspection. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. Drag was observed, the screw was not bent. The injection button was removed and excessive amount of dust / debris was found under the dose button or dose knob. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. High amount of contamination (sand and dirt grains) was noted all over the electronics. In conclusion: unit was visually inspected under microscope. Contamination was noted and it can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or inpen not to pair. Therefore, the customer complaint of inaccurate doses doses and leadscrew anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Serial number: n/a software version: n/a color: blue battery life remaining: n/acustomer reports: customer reports that he dials up the correct device and he pushes the dose button, and it will push the first several device but then it won't deliver the last couple of device. Customer reported that the first time it happened he went a little high. Customer also reports screw is not moving as intended. Per visual inspection: no physical damage to cap, cartridge holder or device was noted. However, severe dust and debris noted during visual inspection. Several attempts were made to pair device, every time app displayed dose doesn't match. The device does not pair with commercial mobile app. Device received with leadscrew [1/4] of the travel. Re-wound screw. Drag was observed, the screw was not bent. The injection button was removed and excessive amount of dust / debris was found under the dose button or dose knob. Device electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. High amount of contamination (sand and dirt grains) was noted all over the electronics. In conclusion: unit was visually inspected under microscope. Contamination was noted and it can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or device not to pair. Therefore, the customer complaint of device not paring/transmitting doses and drag leadscrew was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.